Event description:
It was reported that during an in-clinic follow-up, a patient's pacemaker was noted with oversensing. Due to far field r waves, inappropriate mode switch occurred. Programming changes to the atrial sensitivity were made. The patient was stable.